Manufacturer narrative:
Investigation pending.

Event description:
Customer alleges discrepant results with meter compared to an unknown point of care (poc) meter: date: "2 weeks ago" (B)(6) 2012, inratio: 1.2, 1.8, md's poc meter: 3.2. Results done within 3 hours of each other. Patient's target therapeutic range is 2.0-3.0. Result on (B)(6) 2012 was done with an unknown older lot.